Manufacturer narrative:
Device was used for treatment, not diagnosis. It was inadvertently documented in the initial medwatch report that the date of this report and date received by manufacturer was mar 6, 2018. Please note that the correct date for both fields was mar 5, 2018. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during inspection it was observed that the motor device was overheating. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.